Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins didn't work at all; the hcp clarified that the patient said the ins battery died a long time ago. Additional information was received from the patient. It was reported that the ins broke down in the patient's back the first month they got it and they were stuck with it the rest of their life. The patient stated the broken ins keeps them from getting proper MRI's. No symptoms were reported. No further complications were reported.